Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons issue) has been confirmed. Upon eval, the rear response button cable was disconnected. The cause for the issue with the response buttons is the disconnected rear response button cable. The root cause for the disconnected rear response button cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.

Event description:
A (B)(6) representative contacted zoll customer support to report that there was an issue with the functionality of a pt's response buttons. The pt was issued a replacement monitor.